Manufacturer narrative:
A tandem clinical diabetes specialist reported that she was going to meet with the customer to discuss the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level ranged from 402 to 500 mg/dl. Insulin injections were used to address the bg level. A cause of the past occlusion could not be determined. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer loaded a new cartridge and resumed insulin delivery.